Event description:
Boston scientific corporation became aware of the following event that involve axios stent and electrocautery enhanced delivery system through an article titled, "plastic versus metal stents for transmural drainage of walled-off necrosis with significant solid debris: a randomized controlled trial" by gaurav muktesh, et al. The aim of the study is to compare plastic stents and metal stents for drainage of symptomatic won with significant solid debris (greater than or equal to 20%). Between august 2020 and july 2021, a total of 117 patients with acute necrotizing pancreatitis (anp) and won were assessed for inclusion. Among the 117 patients, 48 patients met the inclusion criteria. Ultimately, 24 patients were randomized in each study group. The major aes was bleeding, which occurred in one patient from the metal stent. The patient experienced bleeding a week after drainage. The bleeding spontaneously ceased but necessitated a blood transfusion of 1 unit. Contrast-enhanced computed tomography (cect) angiography did not reveal a pseudoaneurysm. Unfortunately, this patient later required one session of direct necrosectomy followed by surgical necrosectomy due to persistent uncontrolled sepsis. This patient was admitted with severe acute necrotizing pancreatitis (anp) during the first week and remained and remained hospitalized for 50 days throughout the course of illness. Unfortunately, the patient developed septic shock and passed away after surgery.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter's facility name: (B)(6). Block g2: literature source: kakadiya r, muktesh g, samanta j, mandavdhare hs, gupta p, shah j, sarma p, gupta v, yadav td, jena a, sharma v, kochhar r. Plastic versus metal stents for transmural drainage of walled-off necrosis with significant solid debris: a randomized controlled trial. Endosc int open. 2023 nov 10;11(11):e1069-e1077. Doi: 10.1055/a-2185-6318. Pmid: 38500708; pmcid: pmc10946060. Block h6: imdrf patient code e233605 captures the reportable patient complication of septic shock. Imdrf patient code e0506 captures the reportable patient complication of bleeding. Imdrf impact code f2202 captures the additional intervention of endoscopic procedure. Imdrf impact code f19 captures the surgical procedure. Imdrf impact code f2302 captures the additional intervention blood transfusion to treat patient's bleeding. Imdrf impact code f08 captures prolonged patient hospitalization. Imdrf impact code f02 captures the patient death.